Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/22/2017 with the following findings: a review of the black box indicated that the patient attempted to prime while occluded; 064 errors were recorded with high force sensor reading. No rewind motor errors (cs 078) recorded in the black box history. During investigation, the pump performed the rewind, load and prime steps successfully and was exercised for 24 hours with no alarms occurring. The complaint of a motor rewind issue was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a motor (rewind issue) issue. It was reported that the piston rod was not retracting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the insulin delivery could be affected.